Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
During an atherectomy case via left arm on the right sfa, one atherectomy pass was performed while using the silverhawk es device over the wire. When the device was removed from the sheath, the working end of the silverhawk appeared to be abnormal. The guidewire lumen on the nosecone had dislodged adjacent to the cutter window. The outer coating of the distal end of the body had torn free forming a flap. A second pass with the atherectomy device was not needed. The sheath was pulled and pressure held for 20 minutes. Good runoff was seen and the case completed. The patient forwarded to recovery room. The post anaesthesia care unit (pacu) nurse was not able to dopple a pulse. The patient had to return to the or when the pulses were lost in the left arm. No device was received for investigation, however two images were received october 15, 2015. The images of the silverhawk device showed that the guidewire lumen was pulled back proximal to distal and approximately lengthwise, half of the lumen was sheared. The material was still attached to the distal end of the silverhawk.

Manufacturer narrative:
Additional information receieved from the nurse at the site stated that the patient was returned to the operating room from the pacu for a mechanical thrombectomy. There was visible clot removed from the artery. Flow was re-established, and the patient remained on heparin drip overnight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.